Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing intermittent phrenic nerve stimulation in the patient. The lead polarity was changed to try and eliminate the stimulation. The patient is part of the adapt response study. The lead remains in use. No further patient complications have been reported as a result of this event.